Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was not reviewed since no lot number was provided. Initial reporter full phone no:(B)(6).

Event description:
The event involved the following device: primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm. The reporter stated that, this is the 4th incident of the same nature in their area. Each time this has occurred, it has been the same part of the filter that reportedly leaked ¿ on the flat side of the 0.2 micron filter, the leak was from the circle at the pointed end of the filter during infusion (mid treatment of a trial drug). The type of procedure use was IV immunotherapy with IV isatuximab medication. The line had been primed/flushed with glucose. During the infusion of the trial drug, the patient's shirt sleeve was noted to be wet and the filter was reportedly leaking through the air vent nearest to the pointed end. The infusion was stopped. A hazardous drug spill kit was used. The patients arm was washed down. The rest of the dose of trial drug and patients treatment had to be disposed. The number of problematic devices was 1. The leak was noticed within the 1st hour of use. There was no serious injury/death nor blood loss. There was no unprotected chemo exposure because the leak occurred prior to hanging the immunotherapy. No delay in critical therapy. No adverse operator consequences. No med/surg intervention required. The device was changed out/replaced with no further problems encountered.